Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal and mid-stent struts were lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using a snap gauge and the result was 0.0445", this is within maximum crimped stent profile measurement. The undamaged stent od (outer diameter) was measured using a snap gauge and the result was 0.0445", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05mar2020. It was reported that stent could not cross the lesion. The 80% target lesion was located in the severly calcified right coronary artery. During the percutaneous coronary intervention a 3.50x28mm synergy ous mr drug eluting stent delivery system was advanced to treat, but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a damaged stent.